Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target 1 was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 16mm. Pre-procedure was 98% stenosis and post-procedure was 0% stenosis. A 3.0x20mm liberte stent was implanted. No information if direct stenting was attempted. Due to a dissection an additional liberte stent was implanted. Target 2 was located in the lad. The reference vessel diameter was 3mm and the lesion length was 4mm. Pre-procedure was 95% stenosis and post-procedure was 0% stenosis. A 3.0x8.0mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. No discharge or additional information provided.